Event description:
It was reported that the device did not collect diagnostic data since implant. It was noted the implant detection was still "on" due to a plugged atrial lead port. Implant detection was manually completed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.